Manufacturer narrative:
(B) (4).

Event description:
It was reported that the stimulation was turning off. There was no known accident or incident related to the complaint. The pt was redirected to their physician for evaluation. Ref MFR report #300420917820100972.